Event description:
It is reported that the articular surface could not be put on the tibial baseplate. Another one was opened to complete the procedure.

Manufacturer narrative:
Eval summary: the inner (small) dovetail exhibits an indentation along the edge, indicating that the articular surface may not have properly slid under the male dovetail on the tibia plate. This may indicate that the articular surface was not correctly placed and oriented before pushing it using the inserter instruments. Incorrect placement or orientation of the articular surface resulting in insertion difficulties and compression of the dovetail feature has been seen previously. Incorrect may have been the cause of the problem; however, a definitive root cause cannot be determined with the info provided. As received, the 3.126 +-.006 inch dimension was slightly under spec (3.117 inch), which could have resulted from high temperature exposure; the method of decontamination prior to shipping to zimmer was not stated. All other measured dimensions were within spec. As received, visual inspection revealed a slight distortion of the dovetail locking feature; this is consistent with exposure to a heat related event. Device history records indicate all components were manufactured and inspected to spec.